Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the failure occurred during an infusion.the hospital representative stated that there have been no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed in the event history by the baxter repair technician. Inspection of the device determined the failure was due to the air in line (ail) sensor that was found to be out of calibration in the pump head module. The pump head module was replaced and the device was tested by the repair technician. A field corrective action has been initiated for the reported failure.